Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient had their implantable cardioverter defibrillator (ICD) explanted and replaced after being implanted for one year. No patient condition was reported. Additional information was requested but not received.